Manufacturer narrative:
The customer had the sample tested further at a reference lab. The lab retested the sample and performed dilution testing generating similar results that the customer obtained. The sample was also tested after being treated with heterophilic blocking tube (hbt) and peg solution. A significant decrease in the test value was not obtained from the hbt treated sample, however the peg treated sample generated lower results which may indicate the presence of an interferent. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of ticket trending and lot search data for likely cause lot 73020lp89 did not identify an increase in complaint activity related to falsely elevated results. In addition, a device history record review was performed on lot 73020lp89, which did not identify any issues. Accuracy testing was also performed to evaluate the performance of reagent lot 73020lp89. An internal insulin panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was also reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect insulin assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect insulin result from one patient. The customer indicated the elevated insulin result was discrepant with the patients clinical picture as the blood glucose value was low. Sample ID (B)(6) generated an initial result of 99.9 uu/ml. Multiple dilutions of the sample ranged from 66 uu/ml to 85.4 uu/ml. Further troubleshooting found anti-insulin auto antibody test was negative and the insulin test value decreased to 24 uu/ml in 24 hours. No specific patient information was provided. No adverse impact to patient management was reported.